Manufacturer narrative:
Reference (B)(4). Complaint notification received from codman. Customer confirms product not available for return. Product was replaced with a functional unit.

Event description:
Crack found at the screw thread at drain tip of catheter.